Event description:
The pt reportedly presented with an abscess with mastoiditis. The pt was hospitalized on (B)(6) 2014. The pt underwent mastoidectomy and washout procedure, and the pt's device was explanted. The pt is being treated with antibiotics (intravenous vancomycin).